Event description:
A customer reported that their pump's battery would not charge, accompanied by a power source alert 07 notification. There was no adverse impact to the customer's blood glucose level. The customer had already attempted troubleshooting by leaving the wall adapter plugged in for 30 minutes, but the pump failed to charge. Unable to try a different wall adapter or charging cable due to supply issues, the customer opted for multiple daily injections (mdi) as a backup therapy. Technical support confirmed the pump was under warranty, provided instructions for placing it into storage mode, and arranged for its return with a pre-paid label, which the customer agreed to do within 10 days.